Manufacturer narrative:
The following patient information was asked to the physician but was not available: initials, gender, age, weight, date of birth, comorbidities, medications a1 - patient identifier; this is an internally generated number. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation: the stent dislodgement could not be independently confirmed because there were no items returned for evaluation. As reported, there was a previously placed bare metal stent (bms) in the sma. As the delivery system catheter was being advanced, the endoprosthesis dislodged from the delivery system catheter. It was suspected the vbx device got caught on one of the interstices of the bms; therefore, the cause for the complaint can be attributed to the procedure. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, a patient underwent a physician-modified endovascular graft (pmeg) procedure for an unknown etiology where a 7 mm x 19 mm reduced profile gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was used in the superior mesenteric artery (sma). It was reported the physician accessed the patient using a 7f tourguide sheath through a 22f gore® dryseal flex introducer sheath over an unknown size glide advantage guide wire to the target treatment site. Reportedly, there was a previously placed bare metal stent (bms) in the sma. As the delivery system catheter was being advanced, the endoprosthesis dislodged from the delivery system catheter. It is suspected the vbx device got caught on one of the interstices of the bms. The vbx device delivery system was withdrawn, the dislodged stent moved deeper into the sma than intended. A 4 mm balloon was advanced and partially inflated. It was reported the endoprosthesis was then dragged back and implanted it in the intended location. It was reported there was no impact to the patient.